Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implant date: (B)(6) 2017. C6tr01 crt p, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ventricular under sensed events noted on current electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.